Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred, although this could not be confirmed. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the f fmea (failure mode and effects analysis).

Event description:
The user facility reported that during an on-call stroke patient case, the involved angio-seal device was observed to be stuck in the delivery tube. Manual pressure was applied to achieve closure; there were no patient complications, and the patient is fine. Additional information was received on 16 aug 2024: there were no difficulties noted with arterial access, sheath, guidewire, or catheter insertion. Information on a pre-deployment angiogram was not available, as they indicated that an angiogram is not the norm for these cases. There were no issues noted with the insertion, deployment, or withdrawal of the device. Information on blood loss is not available due to hospital policy.